Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the aligners are pressing hard on the gums and cutting the bottom gums. The fit issues were resolved by cutting them down and they now fit without hurting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.